Event description:
Additional information was obtained from the customer. No patients were treated with the scope, while waiting for the culture test results. The scopes are disinfected in mini etd2 (endothermo disinfector) machines.

Manufacturer narrative:
This report is being supplemented to provide information obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope tested positive for pseudomonas aeruginosa. It is also believed that the device is contaminated with carbapenemase. The customer reported the test results of the culturing will be provided at a later date. The intended procedure was a therapeutic duodenoscopy. The endoscope was quarantined as soon as lab the informed the facility about the positive culture test. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and no microorganisms were detected. The obtained results are in conformance with the requirements. The device was returned to olympus for evaluation. The insertion tube was buckled and kinked and was also found to have surface scratches and peeled coating. The light guide tube was dirty and kinked, the light guide cover glass was discolored and the light guide fibers were broken. Deposits were found on the air/water and suction cylinder. Corrosion was found on the forceps raiser and the channel ports on the scope connector. The cover was not attached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although the reprocessing process at the user facility was unknown, residue and corrosion were found on the subject device during the evaluation. The investigation could not determine the exact cause of this event. The instructions for use (IFU) cautions the users of incorrectly reprocessing and proper handling of the device: reprocessing manual:1.4 precaution ¿warning:an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ IFU (operation manual): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.

Event description:
The device tested positive for 144 colony forming units (cfus) of pseudomonas aeruginosa on an unspecified channel.